Event description:
Baxter france reports a home patient (hp) had her transfer set separate from her peritoneal dialysis catheter, resulting in a leak. The hp was hospitalized from april 20, 1999 thru may 7,1999 and received antibiotics (medications and dosage unk) for the treatment of peritonitis. The hp was discharged, stating improvement. However, the hp continued with additional peritonitis reports. The hp has been transferred to hemodialysis (date unknown).